Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Caller (rep) is meeting with patient today for education visit following implant. Caller reported the implantable neurostimulator (ins) is pretty superficial and may be a touch tilted but can feel all the borders. Caller had been attempting to connect with ins while recharger in the belt but would maintain connection for a short time. Caller tried without the belt and now maintains connection. Caller will educated the patient on recharger use now that connection is consistent.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that the previous description of the ins being ¿superficial¿ was a little bit of an exaggeration. The rep stated that it was just easy to palpate. There was nothing different about the patient¿s anatomy although they thought there may have been a little fluid built up around the ins due to normal inflammatory response and healing. Removing the recharger from the belt did help them with the connection issues and the rep again stated that the report of the ins being ¿superficial¿ was a little harsh. Extensive education was done with the patient on 9/29 and they removed the recharger from the belt to address the issue. It was reported that the issue was a work in progress. The patient knows they could contact the rep or patient services if they experience charging issues. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated.